Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic wires are present embedded in the tubes'), uterine inflammation ('inflammatory disease of uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), uterine polyp ('endometrial biopsy; polyp removal/endometrial polyps') and genital haemorrhage ('irregular bleeding') in a (B)(6) female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for anemia: iron. Concomitant products included medroxyprogesterone acetate (depo provera) in 2010 for female sterilization. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/pain during menses/abdominal menses pain"), pelvic pain ("pain: right pelvic pain"), alopecia ("hair loss"), back pain ("pain: back right side pain"), abdominal pain ("pain: abdominal pain") and abdominal pain lower ("pain: right lower quadrant pain") and was found to have uterine leiomyoma ("fibroid"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced endometrial hyperplasia ("endometrial hyperplasia") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced night sweats ("night sweats"), depressed mood ("upset"), vaginal discharge ("abnormal vaginal discharge") and mood altered ("moody: bad mood all the time"). On (B)(6) 2017, the patient experienced libido decreased ("decreased libido"), 6 years 7 months after insertion of essure. In 2017, the patient experienced ovarian cyst ("complex cyst left ovary/right side ovarian cyst") and bacterial vulvovaginitis ("vaginal infection: pseudomonas aeruginosa moderate growth"). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), endometriosis ("polypoid fragments of proliferative type endometrium/infection: endometriosis") and uterine polyp (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced bladder disorder ("bladder issues after essure removal") and gastrointestinal disorder ("gastrointestinal condition: unspecified"). On an unknown date, the patient experienced papilloma viral infection ("human papillomavirus: high risk - positive"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol with codeine #3), ibuprofen, metronidazole and surgery (dilation and curettage with hysteroscopy, ablation: (B)(6) 2018, polyp removal and robotic-assisted hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine inflammation, menorrhagia, night sweats, depressed mood, vaginal haemorrhage, papilloma viral infection, endometriosis, ovarian cyst, uterine polyp, nausea, dyspareunia, vaginal discharge, uterine leiomyoma, bladder disorder, gastrointestinal disorder, mood altered, abdominal pain lower and endometrial hyperplasia outcome was unknown, the bacterial vulvovaginitis, libido decreased, dysmenorrhoea, pelvic pain, back pain, abdominal pain and genital haemorrhage had resolved and the alopecia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, depressed mood, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, gastrointestinal disorder, genital haemorrhage, libido decreased, menorrhagia, mood altered, nausea, night sweats, ovarian cyst, papilloma viral infection, pelvic pain, uterine inflammation, uterine leiomyoma, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: insertion date: (B)(6) 2010. Per medical record: (B)(6) 2018: the right fallopian tube is unremarkable and measures 7.5 x 1 cm. The left fallopian tube is unremarkable and measures 6.5 x 1.0 cm. Two metallic wires are present embedded in the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): culture urine - in 2017: pseudomonas aeruginosa moderate growth. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain female, complex ovarian cyst, dysmenorrhea, dyspareunia, decreased libido, menorrhagia, vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: this case is incident. Reporter information was added. This case concerns 35 year old patient. Her demographics were updated. Her historical medication and condition was added. Lab data was added. Essure indication was amended. Essure insertion/removal date was added. Essure lot number was added. Her treatment and concomitant medication was added. Per medical record: two metallic wires are present embedded in the tubes. Previously reported unspecified event injury was updated to more specified events: inflammatory disease of uterus, abnormal bleeding (vaginal, menorrhagia), night sweats, upset, human papillomavirus: high risk ¿ positive, polypoid fragments of proliferative type endometrium/infection: endometriosis, complex cyst left ovary/right side ovarian cyst, endometrial biopsy; polyp removal/endometrial polyps, vaginal infection: pseudomonas aeruginosa moderate growth, decreased libido, nausea, cramping)/pain during menses/abdominal menses pain, dyspareunia (painful sexual intercourse), pain: right pelvic pain, abnormal vaginal discharge, fibroid, hair loss, bladder issues after essure removal, gastrointestinal condition: unspecified, moody: bad mood all the time, pain: back right side pain, pain: abdominal pain, pain: right lower quadrant pain, endometrial hyperplasia and irregular bleeding were added. She had recovered from the following events: vaginal infection, pain: right pelvic pain/right lower quadrant pain/abdominal pain/back pain, irregular bleeding, and decreased libido. She was recovering from the following events: hair loss and dysmenorrhea. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic wires are present embedded in the tubes'), uterine inflammation ('inflammatory disease of uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), uterine polyp ('endometrial biopsy; polyp removal/endometrial polyps') and genital haemorrhage ('irregular bleeding') in a 35-year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for anemia: iron. Concomitant products included medroxyprogesterone acetate (depo provera) in 2010 for female sterilization. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/pain during menses/abdominal menses pain"), pelvic pain ("pain: right pelvic pain"), alopecia ("hair loss"), back pain ("pain: back right side pain"), abdominal pain ("pain: abdominal pain") and abdominal pain lower ("pain: right lower quadrant pain") and was found to have uterine leiomyoma ("fibroid"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced endometrial hyperplasia ("endometrial hyperplasia") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced night sweats ("night sweats"), depressed mood ("upset"), vaginal discharge ("abnormal vaginal discharge") and mood altered ("moody: bad mood all the time"). On (B)(6) 2017, the patient experienced libido decreased ("decreased libido"), 6 years 7 months after insertion of essure. In 2017, the patient experienced ovarian cyst ("complex cyst left ovary/right side ovarian cyst") and bacterial vulvovaginitis ("vaginal infection: pseudomonas aeruginosa moderate growth"). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), endometriosis ("polypoid fragments of proliferative type endometrium/infection: endometriosis") and uterine polyp (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced bladder disorder ("bladder issues after essure removal") and gastrointestinal disorder ("gastrointestinal condition: unspecified"). On an unknown date, the patient experienced papilloma viral infection ("human papillomavirus: high risk - positive"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol with code in #3), ibuprofen, metronidazole and surgery (dilation and curettage with hysteroscopy, ablation: (B)(6) 2018, polyp removal and robotic-assisted hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine inflammation, menorrhagia, night sweats, depressed mood, vaginal haemorrhage, papilloma viral infection, endometriosis, ovarian cyst, uterine polyp, nausea, dyspareunia, vaginal discharge, uterine leiomyoma, bladder disorder, gastrointestinal disorder, mood altered, abdominal pain lower and endometrial hyperplasia outcome was unknown, the bacterial vulvovaginitis, libido decreased, dysmenorrhoea, pelvic pain, back pain, abdominal pain and genital haemorrhage had resolved and the alopecia was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vulvovaginitis, bladder disorder, depressed mood, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, gastrointestinal disorder, genital haemorrhage, libido decreased, menorrhagia, mood altered, nausea, night sweats, ovarian cyst, papilloma viral infection, pelvic pain, uterine inflammation, uterine leiomyoma, uterine polyp, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: insertion date: on (B)(6) 2010. Per medical record: on (B)(6) 2018: the right fallopian tube is unremarkable and measures 7.5 x 1 cm. The left fallopian tube is unremarkable and measures 6.5 x 1.0 cm. Two metallic wires are present embedded in the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): culture urine - in 2017: pseudomonas aeruginosa moderate growth. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, pelvic pain female, complex ovarian cyst, dysmenorrhea, dyspareunia, decreased libido, menorrhagia, vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.